Event description:
Customer reported an issue with the gas module ii, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacing the multigas module bench. The unit was calibrated and safety tested to factory specifications.